Manufacturer narrative:
On december 4, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal and replacement surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year old caucasian female patient underwent primary breast augmentation with two 630cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient was diagnosed, via virtual examination, with left breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On january 8, 2024, mentor received the concomitant device for evaluation. Follow-ups are in progress to clarify whether this device is really the impacted device. A supplemental report will be submitted when clarifying information is received. On january 11, 2024, mentor received additional information indicating that the patient's implants were replaced bilaterally with the following: (left) 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9827568 sn: (B)(6) and (right) 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9827568 sn: (B)(6).

Manufacturer narrative:
On february 15, 2024, mentor received additional information indicating that the device returned was indeed the concomitant device. No product analysis will be performed to the concomitant device.